Event description:
It was reported that patient experienced inaccurate fill estimates. There was no reported impact to the customer¿s blood glucose level. Patient declined further troubleshooting, and technical support documented reported issue, added original email to notes, and closed case with no additional actions taken.